Event description:
A medtronic representative reported that, while in a cranial shunt procedure, the navigation system ceased to track instruments; specifically patient tracker, tracer pointer and vp shunt style. Within the navigation page of synergy cranial 2.2.6, the systems axiem, emitter and tools went to red status. In trouble-shooting, the axiem and emitter were unplugged and re-plugged and the system was re-booted with no resolution. Axiem and emitter status could not be checked within the em interface window. This occurred prior to the introduction of the shunt. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A new axiem box and computer were installed on the system in the field and this resolved the issue. No suspect parts/components have been received back for further evaluation. System is fully functional after part replacements.

Manufacturer narrative:
Rmas issued. Replacement mobile field generator shipped to site on (B)(4) 2013. Replacement axiem portable shipped to site on (B)(4) 2013. Suspect devices have not been returned to manufacturer for analysis.